Event description:
It was reported that head 2 detector dropped to its minimum radius during set-up for a cardiac spect map. The detector came into contact with the pt's chest. However, event did not result in any injury.